Manufacturer narrative:
(B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The part was returned for further investigation and the investigator was unable to replicate test #1 results drpta review shows additional error codes 1008, 1208, and 120a were generated in addition to 100a. In test #3, a hiccup was observed on the v60 display graph while the da-mc cable was pressed indicating a loose connection within the da-mc cable.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was not in use on patient.